Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light in the bronchovideoscope was blinding / everything turned completely white when it came into contact with the mucous membrane. It was asked but unknown when issue occurred during an unspecified procedure. There were no reports of patient harm.